Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that when the pump was set in the exercise mode, the pump software inappropriately delivered multiple boluses. Customer's blood glucose was 50 mg/dl. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: customer reported to have put pump into exercise mode. After customer started bicycling, pump increased basal rate for 5 minutes. Twenty minutes later, insulin delivery "stopped". Eleven minutes later, bg was 46 mg/dl. Customer consumed food; bg elevated to 180-190 mg/dl. Customer delivered a food bolus ((B)(4) units) and bg "crashed".